Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a cartridge that was not securely seated, with blood glucose rising from the 300 mg/dl at lunch to 535 mg/dl, and the issue related to the cartridge/reservoir fit. Investigation of this case revealed a mechanical problem related to a fitting issue involving the reservoir/cartridge. Symptoms included hyperglycemia and thirst, and urinary frequency with reported anxiety. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.